Event description:
The customer complained after obtaining non-reproducible, higher than expected troponin I es results from two different patient samples using vitros tropi es reagents on a vitros 5600 integrated system. Patient 1 result: 3.251 ng/ml vs expected 0.015 ng/ml; patient 2 results: 0.183, 2.169, 4.188 ng/ml vs expected <0.012 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The result obtained for patient 1 was reported to a clinician and the patient was treated by heparin; however, no allegation of patient harm was made as a result of the event. The higher than expected results for patient 2 were not reported and no allegations of patient harm were made. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected troponin I es results were obtained from two different patient samples using vitros tropi es reagents on a vitros 5600 integrated system. Root cause for the unexpected results could not be determined, however the possibility that inappropriate pre-analytical sample processing had contributed to the results could not be ruled out. There was no evidence found to suggest the customer's vitros troponin I es reagents or vitros 5600 system had malfunctioned.